Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined the cause of the malfunction to be due to tin whisker growth on the charge pak/power switch flex assembly. A replacement device was provided to the customer.

Event description:
During a normal device testing/inspection, it was reported that the device on/off button was inoperative. There was no patient use associated with the event.